Manufacturer narrative:
Na

Event description:
It has been reported that a revision surgery was performed due to disassociation. The implant date is unknown and the explant date was 2009. No additional information has been provided.